Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the last few days the patient had been using the catheter and medication the doctor provided. The patient is still having incontinence, pee just comes out. The whole stream of pee is a lot. They started having the return of symptoms about two weeks ago. Patient had not adjusted the settings. Tried to walk the caller through how to connect to the stimulator and they got "device not found". Confirmed communicator was unplugged. Had patient palpate the stimulator and place communicator right over stimulator. Patient was not near electrical magnetic interference. Patient could not connect and there was no one home that could help her troubleshoot. Patient said they would call when someone is home to help or will go to the doctor.

Event description:
Additional information was received from the patient. They reported that when asked what most likely caused or contributed to this issue, they said "yes" and they also indicated that the cause was unknown regarding them not feeling stimulation. The cause of the stimulation set to high was not known and they didn't know what could have likely caused it. They didn't remember what steps were taken to try and resolve the issue, but did indicate that the procedure had not helped them at all with their condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing concerns with lack of bladder control. The patient asked for assistance using the programmer to adjust therapy settings. Reviewed how to increase amplitude from 0.2 to 1.1 where they felt comfortable stimulation sensation. Patient will monitor symptoms. Patient called back and the assistance of a spanish speaking interpreter was used for the call. Patient reiterated that the therapy wasn't helping their bladder leakage. Patient stated the therapy wasn't working and that their stimulation level had been so high previously they were having vaginal pain but they were desperate because of the urine leakage. Patient wanted to try to increase the stimulation. Patient services reviewed programming and stimulation considerations with the patient and patient stated they'd been on the same program (program 2) for a long time and it wasn't helping. Patient services walked the patient through connecting to their settings and the therapy was on, at .4 ma and they didn't feel the stimulation. Patient kept getting device not responding when patient services tried to guide the patient to go to another program and at one point they said the stimulation went down to .3 ma on its own but it was right around the time patient received a 'device not responding' message. Patient services was unable to get the patient to confirm that they had pressed the down arrow prior to getting the 'device not responding' message. Patient also got "operation failed" messages a few times and had to end their session and enter back into the application and patient complained their arm was starting to hurt. Patient then got someone assist them with holding the communicator in place and patient was able to connect and switch to program 3 but patient stated with even the therapy still off on program 3, they were feeling something in their left leg and that their left leg was bad as it was so program 3 was not good for them. Patient also stated they had pain at the ins site where the communicator was. Patient services re directed the patient to follow up with their health care provider (hcp) but the patient wanted to switch back to program 2 so patient services guided the patient in switching back to program 2. Patient stated again they didn't have the therapy on but they felt pain at the ins site still. Patient increased to .1 ma and stated they would leave the stimulation there. Patient services redirected the patient to follow up with their health care provider (hcp) to check their implanted system and to discuss program and stimulation settings. Please understand that patient services did their best to assist the patient but the language barrier made it difficult at times to communicate even with an interpreter. Patient stated they would follow up with their health care provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called from registered number and requested spanish agent, conferenced on the language line. Pt requested assistance to use their equipment and increase stim stating it's been about 2 weeks since they called and it does not help with their symptoms. After conferencing on a language line interpreter pt was successful to synch with their ins and increase confirming comfortable sensation in their pelvic floor. Recommended to monitor their symptoms and work with their doctor. Call disconnected. Called pt back reviewed to monitor symptoms and work with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the device not found message was due to the device being off. Issue has solved. The patient indicated that they didn't experience urinary retention prior to getting the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they went to their urologist on monday and were told the company would call them, but they haven't gotten a call. Agent reviewed agent does not know who hcp meant should call them, and patient may want to verify this with hcp. Patient stated they have left a message for hcp already. Patient stated they are peeing their pants and use diapers. Patient stated they had an MRI done (possibly in january) and equipment has been off since then. Agent had patient connect to ins during the call and patient increased stimulation, therapy was on. Patient stated they suffer from lower back pain as well so they can't feel stimulation. Patient will maintain stimulation and continue working with hcp regarding symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a spanish interpreter. The patient reported that they were still having issues after their last adjustment and that they were supposed to be assisted in making an adjustment last friday, but they did not have their external devices prepared. During the call, the agent reviewed general therapy informationand walked patient through connecting to their ins. Patient was able to increase their stimulation, but they could not feel the stimulation after increasing. The agent redirected the patient to their hcp to further address the issue. The patient stated that they have an appointment with their hcp in october and that they wanted a manufacturer representative (rep) to reach out to them and to attend to their scheduled appointment. The agent sent an email to the field for visibility. Patient and interpreter were speaking over each other making it difficult to understand and the agent did their best to document important details of the call. The rep responded to the email saying that they had connected with the patient.